Event description:
During the procedure the surgeon was using a covidien clip applier ref # (B)(4), lot p9j1163y, exp 8/31/2024. Reported by md that the first attempt at firing produced 2 clips then second attempt at firing the clip did not stay positioned and the vessel was cut. FDA safety report ID# (B)(4).